Event description:
Caller reported damage to the pump housing surrounding the usb port, which affected the ability to charge the pump. Despite the damage, the pump did not shut down and there was no reported impact on the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer continued to use the pump for insulin therapy.